Event description:
Over the past several months, particulate has been seen in the eyes of 4-5 pts following cataract surgery using the dp8020 and the dp8040 phacoemulsification handpiece. The exact dates of the incidents are not known. No pts have experienced any problems.